Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324bcctt-1 suture anchor, biocomposite swivelock serial/batch number (B)(6) was received for investigation. Visual evaluation found that the traction suture is out of the device cannulate shaft and trapped within the screw/anchor and the device's shaft. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the implant jammed in the bone. Nothing broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2022 update. Further information were provided that the client decided that after the anchor became jammed, due to a damaged thread, to hammer the implant in and use a new one to finish the surgery successfully.